Manufacturer narrative:
Co's reported incident on the coil for magnetic stimulator mg2 has been closed in co's complaint system. The reason for the closing is that either the coils for the mag2 have been replaced or the mag2 system has been replaced by a newer system as the maglite. Furthermore, no serious incident or death has ever occurred.

Event description:
This is an addendum to a previous report due to additional clinical info obtained from physician. Initial reports indicated that a doctor's coat and a pt's hair got singed by the sparks emitted. Later contact with the physician involved revealed that coat as well as pt could be cleaned by simple washing as only soot were emitted. Initial report came from technical consultant for user.